Event description:
The mfrs rep reported the pt experienced an overdose with symptoms of hypotension and unresponsiveness after pump replacement of a synchromed el with a synchromed ii. The hcp had decreased the daily dose of medication from 500mcg to 450mcg at replacement. The patient was treated with narcan with no effect. The programming and catheter length calculations were checked and found to be correct. The patient was monitored in the hospital and recovered within a day. The patient is reported to be doing fine now.